Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and "periprosthetic liquid".

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "periprosthetic liquid,¿ and ¿intracapsular deformation¿ consistent with rupture. The device has been explanted.